Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: broken left and right belt clip rails, cracks in the case on the battery tube side one of which starts at the corner of the left belt clip rail and another which runs horizontally across about where the bottom of the battery compartment is located, another crack in the case which starts at the keypad overlay and runs across the side, cracked middle (enter) keypad button. The pump was received with a battery cap that was missing a weld spot. In summary, the customer¿s report of a cracked belt clip rail was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced cosmetic damage to the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed it was reported location of damage is at the back center of the pump where the clip is. No harm requiring medical intervention was reported. Product mmt-1880 was returned for analysis.